Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient (pt) reported they had to increase intensity because getting threshold pain and on controller getting message "cannot provide desired intensity settings" and wondered what that meant. Pt stated they plan on seeing mdt rep tuesday and wondered what to do in meantime. Pt mentioned he has a disc problem and that has gotten worse in short period of time. Pt states saw mdt rep a couple months ago who did adjustments. Pt states last day or so pain has gotten worse and when trying to increase saw this message. Pt states had this intensity for a week and last couple days seeing the message. Pt reports has always had pain and gotten worse over years when patient services (pss) tried to clarify event date. Pss reviewed message and that the device needs to be checked. Pss advised to check battery level of ins which pt states 60%. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information received. It was reported that scar tissue created impedance. Patient reported they will get 4 new wires in spine on (B)(6)

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4), product type programmer, patient product ID 977a260, serial# (B)(4). Product ID 3888-45 lot# serial# (B)(4). Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4). Ubd: 29-jun-2026, UDI#: (B)(4) ; product ID: 3888-45, serial/lot #: (B)(4), ubd: 29-jun-2026. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2023-01-30 reporting that they previously experienced the same issue of settings not available and said the wires ended up being broken.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) 2023 implanted: explanted: product type programmer, patient product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 3888-45 lot# serial# (B)(6) implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon review, product ID 977a260 serial# (B)(6) was not related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.